Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) on (B)(6) regarding a patient who was receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity. The event date was at least 1 week or 2. The hcp spoke to a manufacturers representative (rep) on (B)(6) and they were supposed to come and interrogate the pump but she never heard anything after that. The patient was admitted to the hospital on (B)(6) and they wanted to interrogate the pump to confirm its functionality. Reportedly, the patient had subjective findings on their physical exam and was hyperplastic therefore they wanted to confirm that the pump was working. The symptoms were sudden. No further complications were reported.